Event description:
The user facility reported that s40 sterilant contacted an employee's arm. The employee rinsed her arm with water.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The employee placed a scope in a system 1e processor and began a processing cycle. The cycle had aborted and the employee removed the scope for reprocessing. As the employee was preparing the scope for reprocessing, fluid contacted her wrist and lower arm. The employee proceeded with preparing the scope for reprocessing in another system 1e and began to feel a burning sensation; the employee advised the facility's nurse manager of the event. At this time the nurse manager contacted steris customer service and had advised the employee to rinse the affected areas under water for 15 minutes and go to the ER. At the ER the employee was assessed and it was determined that no additional treatment was necessary. The employee stated that she was rushing when preparing the scope for reprocessing and was not wearing the proper ppe. The employee was wearing gloves but no additional ppe. The operator manual states (pp. 1-3), "minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedure."